Event description:
It was reported that the device had triggered elective replacement indicator and there was early replacement due to chronic high atrial outputs. It was also reported that on x-ray the atrial lead was found to be on the atrial floor and was no longer j shaped. The lead was capped and replaced, and the device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion and the device met expected longevity.